Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during central processing, the tip of the mega suturecut needle driver instrument was broken. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a fractured grip at the grip base, with a missing piece approximately 0.142" x 0.080". The broken fragment was not returned for evaluation. Additionally, adjacent components showed no visible damage, indicating that the failure was localized to the grip base. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. Isi followed up with the initial reporter and obtained the following additional information: one side of the tips was completely broken off.

Event description:
Refer to h11 for follow-up information.